Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in italy. The patient reported that the tape was not sticking on (B)(6) 2026, and infution set fell off without any activity. The infusion set had been in use for ten minutes. No further information available.